Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable and motor fault alarms. The issue occurred during patient-use; the patient reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint able to be confirmed and duplicated. R608 is faulty. This issue will be internally investigated within vyaire.